Event description:
Reporter states the customer obtained blood glucose result of 486 mg/dl on the advantage system. Customer began unconscious and was taken to the hospital; 2 hours after the result of 486 mg/dl she had a blood glucose result of 42 mg/dl on the hospital meter, and was treated with an IV (content unk). Requested return of suspect device and replacement was sent.